Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the laparoscopic left hemicolectomy procedure, when the user inflated the balloon at the inspection before use, only one side of the balloon inflated. The procedure was completed with another device. The patient was not involved in the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection note that the trocar balloon, lock collar, obturator, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.